Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The handle of the pre-filled catheter irrigator used by the nurse when sealing the tube after infusion in the 2850-bed patient was damaged, affecting its use, but it did not have any impact on the patient. She immediately replaced it with a new one to seal the tube.

Manufacturer narrative:
Pr (B)(4). Follow up. A device history record review was completed by our quality engineer team for provided material number 306595 and lot number 3233682. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. The handle of the pre-filled catheter irrigator used by the nurse when sealing the tube after infusion in the 2850-bed patient was damaged, affecting its use, but it did not have any impact on the patient. She immediately replaced it with a new one to seal the tube.